Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen. The indication for use was intractable spasticity. The date of the event was unknown. It was reported the patient experienced an infection, and a total system explant occurred. The infection was confirmed. The infection was related to the device. The pump was removed within the last two months (as of (B)(6) 2016). There was no allegation against device sterility. There were no additional symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.